Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high out of range (oor) pacing lead impedance (pli) measurements. At this time, no troubleshooting was performed. There were no reported patient injury and adverse effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.